Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference # 1627487-2020-00305. It was reported the patient experienced lead erosion out of the incision site at the ipg pocket. Cultures were collected where results indicated negative for infection. In turn, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.